Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed there was a diagnostics problem. Programmer save to disk data for file (B)(4) shows data - ventricular fibrillation (vf) arrhythmia episode #18 with "episode #18 detailed data is invalid" on (B)(4) 2012 13:38:28. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was invalid data and no electrogram available on the remote transmission for a ventricular fibrillation (vf) episode. The data was able to be decoded and interpreted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.